Event description:
It was reported that an intraocular lens (iol) was implanted on (B)(6) 2022. On postoperative day 1, patient was seeing 20/30 j1+ uncorrected on his left eye and pinhole 20/25 on his left eye. On postoperative week 1 patient left eye was seeing 20/60 j1+ uncorrected with pinhole 20/30. Autorefraction showed a residual myopia of -2.25 on his left eye. Upon examination, a slight superior decentration of the central optic was seen. On (B)(6) 2022, surgeon tested a -2.00 contact lens with immediate improvement to 20/20 and j1 visual acuity in the patient's left eye. In the post dilated examination, it was mentioned that the iol had a slight superior displacement. Doctor offered either a -2.00 sulcus piggyback iol or a laser ablation enhancement. On (B)(6) 2022, patient reported symptoms significantly interfere with normal daily activities. Patient has to wear a -2.25 contact lens. Patient indicating having a huge spider web halo looking at light sources in the evening. Patient stated having other inconvenient side effects. No further information was provided.

Manufacturer narrative:
Pt info: unknown/ not provided. If explanted, give date: not applicable, as lens was remains implanted. Email address: unknown/not provided. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code (B)(4). An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: upon further review of the file it was noted that a follow-up report is required. Therefore, this supplemental filing is to update the following fields per new information received: a2. Date of birth: (B)(6) a4. Patient weight: 80 kilograms. A5. Ethnicity: not hispanic/latino. A5. Race: white. B5. Describe event or problem: the intraocular lens (iol) was not explanted. The -2 was laser corrected (reflex smile). The surgeon who implanted the lens strongly opposed an explant due to "the high risk of serious eye damage". Account stated that this was not a happy client. The short sightedness is gone (so the promise of the synergy lens: good short and far sight has not been delivered) and patient is still experiencing tremendous halos and starbursts in the evening.